Manufacturer narrative:
On (B)(6) 2024, additional information was received confirming no abnormalities were observed during use of the bwi product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31355408l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced sick sinus syndrome that required pacemaker implantation. The patient developed bradycardia / cardiac block on the ward after the procedure. At the end of the procedure, bradycardia heart rate (hr) was observed at 30-40. After returning to the ward (and about 3-5 hours after the procedure) the patient lost 20 seconds of sinus rhythm. The patient suffered from sick sinus syndrome. The patient was urgently implanted a pacemaker and there was no life-threatening situation. Patient did require extended hospitalization due to additional surgery for pacemaker implant and observation. Patient improved and recovered after a pacemaker was implanted. It was reported that there was no causal relationship with bwi product. The physician's opinion was that the number of ablations increased because he/she selected the anterior line without confirming the earliest activation site in the left atrium (la) during sinus rhythm, and because the tachycardia did not stop. (The physician is also considering the possibility that thermal effect from ablations has reached to the sinus node beyond the contralateral side.) Findings during product use: bradycardia (hr 30-40). Sinus rhythm was junction rhythm.